Manufacturer narrative:
The returned sample was visually inspected. It was confirmed that there was blood seen between the tubing and one of the ports past the barbs. No other anomalies were noted. A review of the device history record revealed no manufacturing anomalies. The sample was then leak tested by pressurizing with air and submerging in a water bath. At approximately 100mmhg, the sample began to leak from several areas that appeared to be within the bellows. The conducer was then broken open. It was inspected and confirmed to have adequate rtv adhesion to both the bellows and housing surfaces. Microscopic inspection of the bellows was performed to see if any pinholes existed within the bellows; none were found. The bellow was then set up on a conducer mount and water was run through the mount to determine if any leaks would come through the bellows; none were noted. Although the exact location and cause of the leak was not able to be determined, the event is confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the perfusionist heard a noise and blood began to shoot out of the cardioplegia system. 500ml blood loss; product was changed out; procedure completed successfully.